Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the curved bipolar dissector instrument did not coagulate and did not conduct energy. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was found to have a broken conductor wire at proximal end near the connector. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The instrument was given to quality engineering for further review of the failure. It was confirmed that broken proximal conductor wire was attributed to manufacturing due to crimping issue which resulted in the conductor wire being more prone to getting dislodged from the crimp. This failure will continue to be monitored.